Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty labeled winding former, one needle-suture piece, and one detached needle that pertain to the product code 8720h. The product code is double-armed. In order to evaluate the conditions of the detached needle, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. Also was not observed suture remnant. In the needle-suture piece, the extreme was noted to be cut probably caused by a surgical instrument. In addition, body fluids and crimping marks were observed on the surface of the suture that could be caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed. The other section of the suture was not returned for analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, after using the product, when the surgeon returned the product while holding the suture to a scrub nurse, one needle flew outside the surgical field. The needle was immediately found. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.